Event description:
A customer observed multiple, higher than expected vitros tsh quality control results (ttc level 1 result = 0.040 miu/l vs. Expected result = 0.065 miu/l; biorad level 2 result = 5.9 miu/l vs. Expected result = 4.5 miu/l) while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples are known to be affected. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, higher than expected vitros tsh quality control results were obtained. Patient results were not known to have been affected. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a contributing factor. There is no evidence that the vitros eciq analyzer malfunctioned.